Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot that a skin reaction occurred. A skin reaction was reported on the upper arm at the sensor insertion site. The sensor was inserted on (B)(6) 2025; however, documentation indicates the event occurred on (B)(6) 2025. The reporter stated ¿monitor attachment on upper arm caused an allergic reaction which had to be treated medically.¿ no specific details regarding the type of treatment or medical intervention were provided. It is unknown whether the intervention involved topical or oral products. Although additional information was requested, no further details were supplied. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.